Manufacturer narrative:
Based on the information available, a definitive root cause cannot be conclusively determined. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Bleeding is a common intra-operative and postoperative complication in cardiac surgery. Approximately 5 - 10 percent undergoing cardiac surgery will need to be re-explored for bleeding. There are many causes of post-operative bleeding; the most common are hemodilution and mechanical destruction of clotting factors as a result of the blood being repeatedly circulated through the cpb machine. It is not unusual for patients to receive post-operative transfusions of packed red blood cells, platelets, and fresh frozen plasma. There may also be technical reasons for post-operative bleeding. The device was not returned for evaluation, as device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a 23mm aortic valve was explanted on pod #2 and replaced with a 21mm valve due to bleeding.